Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent prematurely deployed. The stent ended up fully deployed inside the cyst and was unable to be retrieved. During a follow up procedure performed on (B)(6) 2019, the physician placed another hot axios stent and removed the first stent from the cyst using retrieval forceps and a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: patient code 3191 captures the additional intervention required to retrieve the stent. Device code 1484 captures the reportable event of stent premature deployment. Block h10: a hot axios delivery system was returned for analysis. A visual examination of the device noted that the stent was not received. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent prematurely deployed. The stent ended up fully deployed inside the cyst and was unable to be retrieved. During a follow up procedure performed on (B)(6) 2019, the physician placed another hot axios stent and removed the first stent from the cyst using retrieval forceps and a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.